Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy howell d.a.s.h. Ii sphincterotome. (Note: this sphincterotome is provided with a pre-loaded wire guide.) The coating of the wire guide tip separated near the distal end but did not detach from the wire guide. The sphincterotome and wire guide were withdrawn and another dash-21-480 was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluations: our eval of the returned device confirmed the report of coating separation at the tip of the wire guide. Although the coating of the wire guide tip separated, exposing the inner core wire, the coating of the tip did not detach from the wire guide device. No other damage to the wire guide was observed. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: a contrast filled wire guide lumen of the sphincterotome may cause resistance during advancement/removal of the accessory device. The instructions for use for this sphincterotome system direct the user to flush the injection port with sterile water. The user is instructed to keep the wire guide wet for best results. Inadequate flushing of the wire guide could have contributed to this occurrence. If additional pressure is applied to the wire guide during use or general handling, the coating of the wire guide may become compromised. Prior to distribution, all howell dash ii sphincterotomes undergo a visual inspection to ensure device integrity. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated, based on the rate of occurrence and severity of the outcome. Based on the calculation of the complaint risk priority number, no further action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.